Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter was difficult to deflate with use of a syringe. The balloon of the catheter was dissected to find the notch was not completely perforated. This was out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest.